Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The programmed lead vector was changed from lv2 to lv3 and the alert trigger in the remote home monitoring system was increased. No additional adverse patient effects were reported. This product remains implanted and in service.